Event description:
It was reported the patient had pain and erythema at the pump site 8 hours post refill. Chest and abdominal x-rays were normal. The patient was hospitalized in the ICU (intensive care unit) for >24 hours. The patient was given IV vancomycin and zosyn. The medication in the pump was not reported.

Event description:
It was reported, the patient had pain and erythema at the pump site 8 hours post refill. Chest and abdominal x-rays were normal. The patient was hospitalized in the ICU (intensive care unit) for >24 hours. The patient was given IV vancomycin and zosyn. 2014 (B)(6); joverr1: follow-up not required at this time.

Manufacturer narrative:
(B)(4).